Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since implant the patient has had falls. Then, in (B)(6) 2018, they had several falls and started experiencing problems in their legs, which included shocking up and down their legs, and their legs felt like they were giving out on them when they would get up. It was confirmed that the shocking was not related to positional movement. The patient had not had any troubleshooting performed prior to (B)(6) 2018 regarding the falls, shocking and leg problems. During the call, the patient's programmer confirmed that stimulation was on. Assistance was provided to turn the stimulation off so the patient would not feel the shocking. They were then redirected to see the doctor to address the reported issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was showed how to shut off their stimulation and she has had it off and hasn't had any problems with her legs. The patient said she has now turned her stimulation back on and she went from 2.5v to 2.4v. The patient mentioned she has dizzy spells. She doesn't have them every day though, and she has them when she turns over in bed at night. The patient said she has had them since before the device. The patient also wanted to let us know she forgot to tell us that she fell in (B)(6) 2018 inside a grocery store. She went to the emergency room and had everything checked. The patient just has a lot of bruises and arthritis. The patient noted she will be meeting with her doctor on (B)(6) 2018. No further information was reported.